Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display but had a constant tone. The customer's blood glucose was over 120 mg/dl at the time of incident. The customer stated that they changed the battery then the insulin pump started the tone. The customer stated that they left the insulin pump without battery for 20 minutes. The customer stated that the screen came back but was frozen. The customer stated that the insulin pump could not be navigated by act or esc button. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.